Event description:
Report of underdelivery noted during routine preventative maintenance testing. The pump reportedly delivered less volume than expected; exact volumes were not available. There were no reports of any patient events while the pump was in clinical use. No patient involvement. No additional information was available.